Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of contamination found under the all of the button contacts. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/03/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/03/2014 with the following findings: the keypad cover was found to be peeling off at the ok button. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. There was evidence of contamination found under the all of the button contacts. Evaluation also revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).